Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 533 mg/dl, 264 mg/dl, 134 mg/dl, 300 mg/dl, and 287 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.